Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were in hospital for high blood glucose over 400 mg/dl. Customer stated she has a virus and the customer was given a manual injection and it's not coming down. Customer wanted to perform troubleshooting on the insulin pump. Customer was having high blood glucose, dehydration, urinary track infections, and a virus that depleted her bone marrow. Customer was given steroids. The call was then disconnected called back and reported she was hospitalized for high blood glucose around 400 mg/dl on (B)(6) 2017. Customer though she was able to manage her blood glucose as prior to that her blood glucose was in the 100 to 200 mg/dl range. Customer was treated with sliding scale and injections. The customer was wearing the insulin pump at the time of the hospitalization in the hospital a self test was performed on the insulin pump and the infusion set was changed out. Customer's current blood glucose is 410 mg/dl. Customer also treated with the insulin pump. The device had alarmed auto off alarm at 10:34 am. Troubleshooting was performed. The drive support cap was reported as normal. No leaks or air bubbles were noted. No issues with bent cannulas or the site. No issues were noted on the setting with the device. High pressure test was not performed and the device passed. Customer was advised to change the entire set reservoir, infusion set, and insulin. The device is not returning for analysis.